Event description:
It was reported that the patient received seven inappropriate shocks for rapid ventricular response. The patient was treated with medication, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.